Event description:
Reporter alleged discrepant blood glucose results of 540 mg/dl, at 11:55 am on the customers advantage system compared to a result of 32 mg/dl on the paramedics meter performed at 12:00 midnight. The location of the testing was not provided. As a result of the comparison, the customer was reportedly treated with an IV, contents not known. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.